Event description:
It was reported that during a lap gastric bypass procedure, the device partially fired and then would not release off the tissue. They opened another device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.